Event description:
It was reported that during a routine device check, an alert was noted to have been triggered due to low impedance on the atrial lead. The threshold was noted to be high and sensing could not be confirmed by the intracardiac electrocardiogram. The impedance was noted to have decreased over the past year. The device was programmed to vvi 60 mode and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7274 implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
The lead was explanted and replaced. It was noted that the lead fractured during the removal procedure.